Event description:
The device has been explanted.

Manufacturer narrative:
Information contained in this report were previously submitted via emdr manufacturer report number (B)(4). . All available information has been consolidated into this report. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified; an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, and seroma.

Event description:
Patient reported right side rupture and seroma. Device remains implanted.